Manufacturer narrative:
The reported failure was "error message: belt slip". Explanation of the failure: difference from the value of the optical tacho to the motor tacho is higher than 10% a getinge field service technician has been sent for investigation. According to service order # (B)(4) dated on (B)(6) 2021 it was found that the head of the device with serial number (B)(4) gave a belt slip error. Belt kit of the header changed and reopened and the error was observed to return again. It was seen that the cap was drawn on the tacho strobe foil. Mcp00923311#tacho strobe rpm needs to be changed. According to the statement from life cycle engineering on (B)(6) 2019 the most probable root cause is as follows: a damaged foil is a plausible cause for the message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. The reported failure could be confirmed. The review of the non-conformities during the period of 2004-12-17 to 2021-02-08 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded the reported failure did not happen during patient treatment. The hl20 in question was responsible for this complaint/event the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonarys trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The device gives belt slip error. Complaint #(B)(4).